Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information provided confirmed that the hospitalization was not related to heart failure or the cardiomems device. The site was not treating based on cardiomems prior to the patient being over-diuressed, they had been monitoring and treating based on physicial exam due to question of the sensor accuracy. It was reported the patient¿s readings have been consistent since recalibration and the site has been able to manage the patient off of current readings with no issues.

Event description:
It was reported that the patient was hospitalized and developed hypovolemia and an elevation in creatinine, following aggressive diuresis. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 7 mmhg. Readings were observed under the manufacturer's patient care network database.